Event description:
It was reported that during a stenting treatment procedure, stent damage and dislodgment occurred. Using the right femoral approach, the procedure treated the target lesion located in the severely calcified and severely tortuous mid right coronary artery (rca). After positioning a non-bsc guide catheter and a non-bsc guide wire, pre-dilation was performed with a 3.0x15mm apex balloon with 3 inflations to maximum 20 atms for 14 seconds. Next a 4.0x28mm promus element plus stent was advanced but 'with considerable effort they were unable to deliver the stent and the guide catheter deep seated". While removing the 4.0x28mm promus element plus device, the stent and delivery system became caught on the distal end of the guide catheter compressing the proximal end of the stent to a total length of 16-18mm, but the stent remained intact on the stent delivery system (sds). Next the physician decided not to withdraw the device through the guide catheter, but instead withdrew the guide catheter and sds out together. However the compressed stent embolized through the distal end of the sheath down into the right leg. Another non-bsc guide catheter was opened and engaged, and additional angioplasty was performed in the lesion with a 4.0x15mm apex balloon inflated 4 times to maximum inflation of 18 atms for 12 seconds. Next another 4.0x28mm promus element plus stent was advanced but could not cross the lesion. Then a 4.0x30mm non-bsc stent was advanced but also could not cross the lesion. At this point, a vessel dissection was noted which was treated with the same 4.0x30mm non-bsc stent deployed at 14 atms for 12 seconds. Then a 4.0x15mm non-bsc stent was used in an attempt to cross the original lesion but was then deployed in the proximal rca in conjunction with the other stent and was deployed at 16 atms for 8 seconds and post dilated twice with the stent delivery balloon. A 4.5x15mm nc quantum apex was used to post dilate the two non-bsc stents with two inflation to 20 atms for 8 seconds. Intravascular ultrasound was performed and the case was completed even though the original target lesion was never successfully stented. The physician is consulting with vascular surgeons regarding the dislodged stent in the right leg of the patient. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Update: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by manufacturer: the device returned with a guidewire attached to it. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. A visual examination identified contrast media within the balloon and inflation lumen. Kinks were identified along the entire length of the lumen with a severe kink 70mm from the strain relief. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage and dislodgment occurred. Using the right femoral approach, the procedure treated the target lesion located in the severely calcified and severely tortuous mid right coronary artery (rca). After positioning a non-bsc guide catheter and a non-bsc guide wire, pre-dilation was performed with a 3.0x15mm apex balloon with 3 inflations to maximum 20 atms for 14 seconds. Next a 4.0x28mm promus element plus stent was advanced but 'with considerable effort they were unable to deliver the stent and the guide catheter deep seated". While removing the 4.0x28mm promus element plus device, the stent and delivery system became caught on the distal end of the guide catheter compressing the proximal end of the stent to a total length of 16-18mm, but the stent remained intact on the stent delivery system (sds). Next the physician decided not to withdraw the device through the guide catheter, but instead withdrew the guide catheter and sds out together. However the compressed stent embolized through the distal end of the sheath down into the right leg. Another non-bsc guide catheter was opened and engaged, and additional angioplasty was performed in the lesion with a 4.0x15mm apex balloon inflated 4 times to maximum inflation of 18 atms for 12 seconds. Next another 4.0x28mm promus element plus stent was advanced but could not cross the lesion. Then a 4.0x30mm non-bsc stent was advanced but also could not cross the lesion. At this point, a vessel dissection was noted which was treated with the same 4.0x30mm non-bsc stent deployed at 14 atms for 12 seconds. Then a 4.0x15mm non-bsc stent was used in an attempt to cross the original lesion but was then deployed in the proximal rca in conjunction with the other stent and was deployed at 16 atms for 8 seconds and post dilated twice with the stent delivery balloon. A 4.5x15mm nc quantum apex was used to post dilate the two non-bsc stents with two inflation to 20 atms for 8 seconds. Intravascular ultrasound was performed and the case was completed even though the original target lesion was never successfully stented. The physician is consulting with vascular surgeons regarding the dislodged stent in the right leg of the patient. No further patient complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. (B)(4).